Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the lead migrated. There were no other stimulation issues as a result of the migration. The patient had a return of pain and the lead was revised on (B)(6) 2024. After the revision paresthesia was in appropriate areas. The issue was resolved.